Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 200 units of insulin. Customer was able to successfully load a new cartridge. In addition, it was reported that resistance was experienced during the fill process. Reportedly, the customer changed the needle tip and was able to resolve the issue. During the fill tubing process, the customer did not disconnect at the infusion site when performing the load fill tubing sequence. The customer's blood glucose level was 286 mg/dl.